Event description:
It was reported that the reservoirs leak. The needles are not straight which causes leaks. Nothing further reported.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed pre-fill test and reservoirs passed per specifications. No transfer guard leakage anomalies found during analysis. Off centered transfer guard needles noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.